Event description:
Surgeon has reported that the ceramic part of the product was broken during a surgery inside the pt. It could not be seen through x-ray. Surgeon had to cut the pt to extract the piece of item.